Manufacturer narrative:
Date rec¿d by MFR : 27may2019, date of report : 25jul2019. The data acquisition (daq) board was returned for failure investigation for further investigation. No anomalies were found when conducting visual inspection. The daq board then was installed to the failure investigation unit to replicate the reported issue and conduct functional tests. The fi group was unable to replicate reported failure. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that during preventative maintenance the ventilator failed the pressure accuracy test. No patient involvement.